Manufacturer narrative:
The manufacturer received information alleging a vent service required condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed during an operational check of the device. The manufacturer¿s service technician observed error code oxygen blending module accuracy urgent service in the device¿s event log. The manufacturer¿s service technician recommended replacing the device¿s obm printed circuit assembly board and obm sensor to address this issue. No repair was performed.

Event description:
The manufacturer received information alleging a vent service required condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.